Manufacturer narrative:
Consumer is in the process of returning the product. A supplementary report will be submitted upon finalization of the investigation (as applicable).

Event description:
Consumer claims that she had two different incidents with the same heating pad. First: about a month ago she was using the pad on her back, she sustained a burn to the upper right side of her rear. She thinks she was using the heating pad to treat back pain and claims that the pad did not shut off. Second: most recently the consumer received three burned spots while using the heating pad.